Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when testing the lead screw mechanism prior to implant, the screw could not be extended. After over torqueing the screw, it extended but could not be retracted. The lead was not used. A new lead was implanted successfully. There were no adverse consequences to the patient because of this issue. Patient was ok before, during, and after the procedure.